Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that the device had alarmed no delivery alarms. Customer's blood glucose was 94 mg/dl. During troubleshooting, insulin exited with manual prime. Customer was advised there might be an occlusion with the set. Customer was advised to monitor the issue. Customer will not be returning the reservoir for analysis.